Manufacturer narrative:
The instructions for use, "fiber maintenance during surgery", states that material (debris) on the tip may cause the tip to "flare" and provides the user with the appropriate steps for cleaning and cleaving the fiber during the procedure.

Event description:
It was reported that upon firing the laser, a "spark" was observed at the distal (lasing end) and of the fiber; the fiber was pulled out from the laser and upon inspection, the end of the probe (fiber) was found to be charred. Reportedly, "no breaks or light along the fiber was noted". The procedure was completed using a second fiber. Patient outcome: "no injury to patient".